Manufacturer narrative:
Date of event: exact date of event unknown, not provided. Best estimate is between (B)(6)2018 - (B)(6) 2020. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the intraocular lens was explanted from the patient¿s left eye due to glares. There was no medical or surgical intervention such as incision enlargement, vitrectomy, or sutures. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: march 4, 2021. Section d9: returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that handled during explant. Furthermore, fibers were observed on the lens which can be attributed to receiving the lens wrapped in gauze and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.